Manufacturer narrative:
Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been one more event for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
Updated per medical review: on (B)(6) 2008, a revision of the left total hip was performed for a diagnosis of "unstable left tha". At index revision, necessary to dissect hypertrophic capsule in large quantities which led to instability. ¿the surgeon removed the liner and the two screws, and repositioned the acetabulum from 50° abduction and 20° anteversion to 45° abduction and 20° anteversion.¿

Manufacturer narrative:
Product long description; product code, common device name; medical device: 6260-5-132, lot number. Event regarding malposition and instability involving an unknown head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted components from the (B)(6) 2015, no MRI or histopathology results consistent with altr, no description of corrosion, no dated serial x-rays or MRI images available for review, and no examination of the explanted revision components. There is no evidence that the voluntary recall of the acetabular component was associated with an increased rate of component loosening. One millimeter of lucency five months post-operative without migration does not confirm pathology. Subsequent instability and pain were due to surgical technique regarding cup positioning, soft tissue tension and misplaced acetabular screw. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ product history review: not performed as the device was not identified. Complaint history review: not performed as the device was not identified. Conclusions: the reported event of instability and malposition shell was confirmed. Based on the clinician¿s review, ¿subsequent instability and pain were due to surgical technique regarding cup positioning, soft tissue tension and misplaced acetabular screw. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿

Event description:
Updated per medical review: on (B)(6) 2008, a revision of the left total hip was performed for a diagnosis of "unstable left tha". At index revision, necessary to dissect hypertrophic capsule in large quantities which led to instability. ¿the surgeon removed the liner and the two screws, and repositioned the acetabulum from 50° abduction and 20° anteversion to 45° abduction and 20° anteversion.¿